Event description:
It was reported that the patient experienced apparent scrotum infection with an inflatable penile prosthesis (ipp) leading to a surgical procedure in which all the components were removed and a new tactra penile prosthesis was implanted. It was also indicated that even though there seemed to be scrotal infection, the culture came back negative. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.